Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation was noted at 15.6-16.6 cm from the distal tip consistent with lead friction to another device.

Event description:
This report is to advise of an event observed during analysis.